Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The customer reported that the o2 supply was bad causing the test to fail. The customer was able to pass the o2 flow test.

Event description:
It was reported that the ventilator was failing the o2 flow test. There was no patient involvement. The event date was not specified; estimate used.